Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 20mm emerge balloon catheter was advanced for pre-dilatation. However, the balloon failed to inflate. An attempt to remove the device was made and found the shaft broken. The device cannot be pulled out initially and was then removed by inflating another balloon behind it while pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 85.7cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen inflation lumen. The balloon was loosely folded prior to pressure testing. The device was unable to inflate so it was placed in a water bath on (B)(6) 2019 to soften the contrast and blood present inside the device. The device was inflated to rated burst pressure. No leaks were found. Inspection of the remainder of the device presented no other damage or irregularities. - (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 85.7cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen inflation lumen. The balloon was loosely folded prior to pressure testing. The device was unable to inflate so it was placed in a water bath on (B)(6) 2019 to soften the contrast and blood present inside the device. The device was inflated to rated burst pressure. No leaks were found. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 20mm emerge balloon catheter was advanced for pre-dilatation. However, the balloon failed to inflate. An attempt to remove the device was made and found the shaft broken. The device cannot be pulled out initially and was then removed by inflating another balloon behind it while pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.